Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500-600 mg/dl; cause was not clear. Customer administered a bolus via the pump and a manual injection to address the issue with the assistance of family members. Customer went to the emergency room (ER) and/or was hospitalized with high ketones identified as life-threatening by a healthcare provider. Customer was treated with intravenous fluids of saline. The customer continued to use the pump for insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.